Manufacturer narrative:
Date of this report is being corrected to (B)(4) 2013. Date received by manufacturer is being corrected to (B)(4) 2013.

Event description:
It was reported that an abbott medical optics intraocular lens (iol) was implanted and then removed due to vitreous loss. A vitrectomy was performed after the lens was removed. Another manufacturer's lens was implanted, then removed, and a second lens was finally implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. The intraocular lens was returned to our quality assurance laboratory. A visual inspection showed that the explanted lens had no haptics, and only half an optic was returned. The lens appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.